Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the therapy was not helping as much, it was helping about 25%. She noted that her tailbone was removed prior to the scs being implanted and the healthcare provider (hcp) told her the scs would be her last hope. The back of her spine hurts so bad and she can hardly walk because her spine is so messed up. She stated her spine is in horrible shape. She was redirected to her hcp. Additional information was received form the patient and it was reported that the patient had her ins replaced "about a week and a half ago". She says reason was "because it didn't work, its a long horrible story". She is in a lot of pain and says its been happening "for a few weeks now". She is calling for help setting up controller. She was helped in setting up but now it says to charge the controller. She is going to charge it and then will call back for troubleshooting help.